Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was rolled up and attached to the introducer tube. Testing was performed on the event unit, which confirmed the reported event. Based on the condition of the event unit, it is likely that the tissue bag was unable to open upon deployment due to the fact that the tissue bag had conformed to the shape of the introducer shaft. The instructions for use (IFU) states that "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up the initial report that was submitted under mw # 2027111 - 2019 - 00328.

Event description:
Procedure performed: unknown. Immediately upon deployment everything came out. The string was not attached to the plunger and the prongs were exposed. The bag could not be unraveled. The facility has used the bags for a long time. No patient injury occurred. They retrieved a new bag from the shelf and used it to complete the case without further issue. Additional information was received via email on 23jan2019 materials manager coordinator: date of surgery is unknown. Type of procedure is unknown. It is unknown if the plunger was pressed forward toward the handles then retracted and then re-advanced. The device was safely removed from the patient through the trocar. There was enough room in the body cavity for the bag to open. The bag did not open. It stayed rolled up. Patient status: no patient injury occurred associated with the event. Type of intervention: unknown.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Immediately upon deployment everything came out. The string was not attached to the plunger and the prongs were exposed. The bag could not be unraveled. The facility has used the bags for a long time. No patient injury occurred. They retrieved a new bag from the shelf and used it to complete the case without further issue. Additional information was received via email on 23jan2019 materials manager coordinator: date of surgery is unknown. Type of procedure is unknown. It is unknown if the plunger was pressed forward toward the handles then retracted and then re-advanced. The device was safely removed from the patient through the trocar. There was enough room in the body cavity for the bag to open. The bag did not open. It stayed rolled up. Patient status: no patient injury occurred associated with the event. Type of intervention: unknown.